Event description:
It was reported that this pacemaker was depleting faster than expected. In (B)(6) 2019 there was 8 years of longevity remaining. The current longevity is 1 year. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. New information received indicates that this device was explanted without the support of boston scientific. The date of explant is unknown and the device was discarded.

Event description:
It was reported that this pacemaker was depleting faster than expected. In (B)(6) 2019 there was 8 years of longevity remaining. The current longevity is 1 year. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.